Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 7 mmol/l. The insulin pump may have been dropped. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to verify prime alarm due to motor error alarm during basic occlusion test. Motor error alarm during basic occlusion test due to loose and protruded drive support disk. Motor passed motor test. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.